Event description:
It was reported to philips that the system's flexvision monitor was unable to acquire the live image. No harm was reported to philips. Philips has started an investigation of this complaint.